Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the stimulation caused irritation to the patient's pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the stimulation caused irritation to the patient's pain. The patient will undergo an explant procedure.

Event description:
A report was received that the stimulation caused irritation to the patients pain. The patient will undergo an explant procedure. Additional information was received that no device malfunction was suspected. Additional information was received that the patient underwent an explant procedure. It was noted that the patient and the doctor decided to go with other therapies. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
D6b: explant date: 2017.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model #: sc-4316 lot #: 16885063 description: next generation anchor kit-sterile.

Event description:
A report was received that the stimulation caused irritation to the patient's pain. The patient will undergo an explant procedure.